Event description:
Pt had a cruciate ligament implanted in his knee in 11/76. The ligament did not function properly so it was taken out of his knee in 6/94. He was also concerned that the polymethyl methacrylate used, as indicated in the instructions for use, was not medical grade. Smith & nephew confirmed the mfg site. Rep didn't believe this catalog number/device was still being mfg by the firm. The complainant was asked to send medical records to send with the complaint. To date the complainant hasn't sent the medical records. The complaint will be forwarded to another department for proper action.